Manufacturer narrative:
Headboard. The headboard was replaced.

Event description:
It was reported that the beds were delivered on (B)(6) and placed into a brand new, unopened pt care unit. When (B)(6) inspected the beds, he found the damage.